Manufacturer narrative:
The screw was examined under magnification. No damage noted. Additional mdrs associated with this event: MDR 3025141-2015-00043, follow up 1: plate. MDR 3025141-2015-00056, screw 1, MDR 3025141-2015-00057, screw 2, MDR 3025141-2015-00058, screw 3 MDR 3025141-2015-00059, screw 4, MDR 3025141-2015-00061, screw 6, MDR 3025141-2015-00062, screw 7, MDR 3025141-2015-00063, screw 8, MDR 3025141-2015-00064, screw 9.

Event description:
Approximately two weeks after implantation, a distal clavicle plate broke. The plate and all nine screws were explanted and replaced with another plate.